Event description:
The user received a questionable troponin t stat generation 4 (tnt) result for one patient sample. The initial result from either a serum or plasma tube was 0.098 ng/ml with a data flag and was reported outside the laboratory as 0.10 ng/ml. Since this was a critical result, the same sample was retested and the result was 0.010 ng/ml with a data flag. Both serum and plasma tubes from the patient drawn at the same time were repeated and the results were all 0.010 ng/ml with a data flag. The repeat result was considered to be correct. It was unknown if the patient was adversely affected. The tnt reagent lot number was 16696602 with an expiration date of 01/31/2013. The field service representative checked the instrument and could not find a cause. He ran performance testing with all results within the acceptable limits.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation was not able to determine specific root cause with the information provided for investigation. A general instrument issue was not suspected as performance testing was acceptable. Quality controls prior to the event were within specification. No adverse event was reported.